Manufacturer narrative:
D4 revised.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information provides details regarding the patient's outcome. At the end of unit support care was withdrawn and the patient subsequently expired. D6b explant date has been updated accordingly (d6a implant date has been repopulated). Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Additionally, complaint coding has been revised to reflect the reported event updated details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Related report number. This is one of three device reports associated with the event. Refer to h10 for the related report number(s).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 73 year old female patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump the patient was supported by inotropes, vasopressors, and oxygen for respiratory needs. The underlying medical history was not shared. While on the cp support there was hemolysis observed with urine color change. The team made decision to adjust the pump position and add an rp flex to the support for bipella support. After the patient suffered an arrest and coded. The patient resolved after 5 minutes and pump position was appropriate and support proceeded. The patient remains on the bipella.